Event description:
Medical affairs spoke to patient's family member who mentioned that segments were missing on pt's meter. Family member does not recall when the incident occurred. Family member mentioned that pt was unable to obtain a reading the day of the incident due to missing segments. Segments started missing only the day of the incident. There was no trauma done to the meter. Pt was feeling sleepy, so family member took pt to the md's office where pt blood glucose was around 360 mg/dl. Patient was treated with insulin and then released. Family member was unable to answer any further questions, since family member was on way to work. Based on the information provdied, this case is being reported as an adverse event.